Event description:
Rep reported that cause as slight lead migration. Patient was reprogrammed, successful. The issue was resolved. On (B)(6) 2024, patient reported that they think they did the same thing again while moving boxes. Patient said their therapy does not feel like it is working. If they lay on the edge of their bed with their feet hanging off they feel something, but their back is 'killing them.' Patient mentioned they worked with a rep - their leads had been okay in the last incident but they had to do reprogramming.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the lead migration was due to a patient fall. Rep provided the serial number of the lead that migrated.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was about a week ago, the patient fell against their car. And now they are not feeling the therapeutic effects. Patient was so happy with the therapy until they fell. Now the patient's back was killing them and they could not feel the therapy doing a thing. The patient was told to call medtronic, because they might have moved a lead out of place. Patient had been trying to contact their representatives all day yesterday and this morning, but they did not get a call back. Patient noted, they had never received a card from medtronics. The issue was not resolved. An email was sent to the reps for visibility. Agent sent an email to prs requesting another card be sent.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.